Event description:
It was reported when using the bd pyxis¿ medstation¿ es patient information was not showing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not showing at the station. A technical support specialist dialed into the station and spoke with field service engineer and already resync the station, but the issue persists. Further investigation revealed that the 'show recurring admissions' setting was disabled in the device configuration. Once enabled, the patient record appeared. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es patient information was not showing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.